Event description:
Physician reports that this is a problem that is repeated in different procedures. In this case, during the use of the device, a lot of effort is required to fire the two triggers, and the patient is in danger of affecting sensitive structures near the biopsy site, with the danger of significant bleeding. In addition, in some cases after the effort of the shot, the samples obtained are broken or scarce. The hospital has lost confidence in the product and returns 38 unused units plus 2 double-bagged used units (one sterile unit); a total of 40 sample units from the same batch. Hospital needs a letter explaining the root cause of the incident and wacrees needs credit note per 40 units of the same reference.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Physician reports that this is a problem that is repeated in different procedures. In this case, during the use of the device, a lot of effort is required to fire the two triggers, and the patient is in danger of affecting sensitive structures near the biopsy site, with the danger of significant bleeding. In addition, in some cases after the effort of the shot, the samples obtained are broken or scarce. The hospital has lost confidence in the product and returns 38 unused units plus 2 double-bagged used units (one sterile unit); a total of 40 sample units from the same batch. Hospital needs a letter explaining the root cause of the incident and wacrees needs credit note per 40 units of the same reference.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Event description:
Physician reports that this is a problem that is repeated in different procedures. In this case, during the use of the device, a lot of effort is required to fire the two triggers, and the patient is in danger of affecting sensitive structures near the biopsy site, with the danger of significant bleeding. In addition, in some cases after the effort of the shot, the samples obtained are broken or scarce. The hospital has lost confidence in the product and returns 38 unused units plus 2 double-bagged used units (one sterile unit); a total of 40 sample units from the same batch. Hospital needs a letter explaining the root cause of the incident and wacrees needs credit note per 40 units of the same reference.

Manufacturer narrative:
A review of the dhrs of the top level and sublots as well as the inspection records was conducted, and no deviations or non-conformances were found. One opened sample was returned by the customer. A functional inspection found that the trigger was hard to push and get the device to fire properly. The most likely cause of the hard triggers is friction between the catch and carriage components in the biopince device resulting in the need for excessive force to fire the device. CAPA ca-00011 was initiated to fix this defect. Corrective actions are currently being worked on to reduce the amount of force needed to activate the triggers, at which time they will be implemented into the manufacturing process. The complaint is confirmed.